Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator's touchscreen became blank and then recovered. The wave form changed to the adult setting although it had been used for a newborn. The patient was transferred to another ventilator without harm.